Event description:
The pt claimed that the buttons required several presses for the pump to respond and sometimes there is a delayed response. The pt indicated that the reported issue is primarily with the ok button. The pump reportedly does not have any signs of physical damage. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared swollen, the pump was intermittently responding to the keypad, the buttons required excessive force to activate, the contrast button contact was inverted, and there was evidence of adhesive/contamination under the button contacts.